Event description:
This notification is being reviewed due to a user of a dreamstation bipap autosv device with an allegation of returned for foam replacement. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. No evidence of foam particles were found in the device assembly. No error codes were found in the device log history. The modem flipdoor was missing. The device was crapped.